Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/28/2017 - phone, 6/28/2017 - voicemail, 7/10/2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction quick connector was replaced.

Event description:
The hospital reported the suction regulator was not operating as expected. There was no reported patient injury.